Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately calcified and mildly tortuous superior femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The device was inflated twice, 1st dilation is at 6atm and on the 2nd dilation it ruptured at 9atm. The physician rotated the device 360 degrees and removed it completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.